Event description:
Reported blood glucose results of "290 and 141 mg/dl" with a lifescan meter, performed within 10 minutes of each other. "When customer attempted to do another check strip test, the meter read 70 or 71 but didn't say or not ok. After turning the meter back on, it did not say redo, however, it said not ok. Powered meter off and then back on and it said code 7 but froze on code 7 and never went to insert strip. Replacing." The meter 'freezing' indicates a product malfunction in addition to the precision inaccuracy.